Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to an atrial pacing impedance measurement greater than 3000 ohms. A review of the device data identified a signal artifact monitor (sam) episode occurred prior to the lss. Additionally, there were inappropriately stored atrial tachycardia response (atr) events before and after the sam episode. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. This device was included in the recent minute ventilation sensor signal oversensing advisory population. A revision procedure was performed and the associated atrial lead was removed from service and replaced. No additional adverse patient effects were reported.